Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2018, patient underwent a posterior fixation procedure at t12-s2ai levels. On (B)(6) 2018, patient underwent a procedure to extend the construct and replace loose screws. As per reporter procedure was completed with no reported problems.